Event description:
It was reported that the thresholds had increased resulting in loss of capture. A week later patient presented to the clinic and an increase in the lead impedance was noted. The lead was capped and a new pacing leadwas implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.